Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a microcentrifuge vial, with residue on product. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
A4: unk; a5: unk; a6: unk; b3: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -14.50 diopter, in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2023 due to low vaulting. The lens was replaced with a longer lens and the problem was resolved. The patient is good.